Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose level was high at the time of incident. Customer reports they are unable to troubleshoot at time of call and declined for high blood glucose. Advised customer to call back if issues persist. Neither the reservoir or pump will not be returned for analysis.